Manufacturer narrative:
H4: the device was manufactured from july 24, 2019 - july 25, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which showed residual fluid in the bladder of the device. The reported condition was verified based on the information received. Due to the nature of the sample, no additional testing could be performed. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during patient infusion. The reporter stated that at the end of the expected therapy time of 24 hours, a small amount of solution remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.